Event description:
It was reported that during a supply change the user filled the tubing to 47 units without seeing drops and then observed insulin leaking at the connector-to-tubing interface. The user restarted the change process, tightened connections, successfully changed supplies, and resumed insulin delivery without alerts or alarms. No reported clinical effects. Outcomes included no medical intervention, no hospitalization, and restoration of therapy after user troubleshooting. Investigation included customer service troubleshooting and user education. Investigation of this case revealed a possible loose tubing-to-connector connection that allowed insulin leakage and was resolved by reseating and tightening components with a new set. It was concluded that the event was attributable to an assembly or connection issue at the tubing-connector interface, resolved by proper installation, with no adverse health effects.